Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to perform the load process multiple times after changing the cartridge. Subsequently, it was reported that a minimum fill notification occurred after filling the cartridge with 270 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Customer's blood glucose was 134 mg/dl.